Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2021 it was reported by sales rep via email that an ar-3638 knotless fibertak¿ would not shuttle as the passing suture was threated through the repair stitch, after implanting anchor. Surgeon ended up cutting anchor out and opened a new one successfully. This was discovered during a labral repair. No patient affected.